Event description:
Reported as erosion. Additional follow up with the doctor reveals: "upon review of the medical record, the pt also had nausea and vomiting."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 29/may/08. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, nausea and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."